Event description:
A patient contacted lifescan alleging that the subject meter read inaccurately low compared to another meter. The patient obtained blood glucose results of "242 mg/dl" with a lifescan meter and an unspecified result from another meter, performed within 30 minutes of each other. Although the other result was not specified, the customer service representative noted that the calculated difference of these glucose results based on the reporter's statement exceeded the expected value of <=30% and/or <=30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.